Event description:
It was reported that the micro sagittal saw ran without user activation. Attempts were made to obtain additional info, but they were not successful.

Manufacturer narrative:
Visually, the sockets were corroded. Upon disassembly, it was observed that the motor assembly was corroded, the boot was worn and the bearings were worn. The presence of corrosion in the motor assembly, especially in the sockets, is likely to cause or contribute to the handpiece running without user activation.